Event description:
No "RMA" was issued, the product is not expected to be returned. The distributor reports noticing a change in the catheter included in this kit. The customer feels the catheter is now much harder, stiffer than it used to be and the color is now transparent instead of white. The head nurse at a user facility reported two cases of hematoma. The distributor believes this may be a result of the changes made to the catheter. Add'l info has been requested.